Manufacturer narrative:
Product event # (B)(4). Evaluation, (method), (result), (conclusion): generator still in use at facility therefore analysis unable to be performed. (B)(4).

Event description:
During a pacemaker generator change out procedure, the physician cut through a pacemaker lead with the plasmablade. The physician reported that he was trying to free the leads in the pacemaker pocket when he saw a spark and realized he had cut through a lead. Damaged lead was replaced with no patient impact. Pulsar system was on settings cut 5, coag 6. The lead was an attain 4196 lv.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.